Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor response buttons were intermittent. The cause for failure was isolated to contamination on the front and rear response button switch. The response button cover showed signs of physical abuse. The root cause for the shorted igbts could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor was resetting.